Manufacturer narrative:
The altl reagent lot number was 54341101 with an expiration date of 30-jun-2022. The suspect medical device was updated. The applicable fields of sections d and g were updated. The field service engineer (fse) found the water conductivity was 8.6 (units not provided); the filter was replaced and recalibration was performed. Per product labeling, the water conductivity should not be more than = 1.0 s/cm. The customer had no further issues after the service visit. The customer used a centrifugation time of 4 minutes at 4200 rpm. Based on the type of sample tubes the customer uses, this is not the recommended time. The customer does not use additive tubes. Based on the serum tubes the customer uses, the recommended clotting time is 90 minutes under room temperature; the customer used a clotting time of 10 minutes. Based on the data provided, a general reagent problem has been excluded as calibration and qc were acceptable. The investigation determined the event was consistent with pre-analytical handling issues at the customer site.

Manufacturer narrative:
Calibration and qc were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (altl) on a cobas 4000 c (311) stand alone system compared to the siemens dimension rxl max method. "Patient 2" initial result from the c311 system was 6.1 u/l. The result from the siemens method was 22 u/l. On (B)(6) 2021 "patient 3" initial result from the c311 system was 20.1 u/l. The result from the siemens method was 32 u/l. No questionable results were reported outside of the laboratory. The c311 analyzer serial number was (B)(4).